Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. A device history record review could not be performed because a lot number was not provided by the customer. With limited information provided, we may only continue to track and trend for the defective condition.

Event description:
It was reported by the rep during an exploratory laparotomy with the setting on 40.40 during the opening of the midline incision, the device was arching and flames were shooting out of the tip. A second device was tried, and it did the same thing. The patient had no implants or tattoos. The procedure was completed with a third like device with no patient consequences reported.

Manufacturer narrative:
(B)(4). Investigation summary: one each 0035h unknown lot number was returned for evaluation. During visual inspection, charred eschar was found on the electrode tip. The most likely cause of the reported event is a result of eschar tissue build up on the electrode. It is a known that the tip becomes hot upon activation and if eschar tissue build-up were to exist it could become a glowing ember and with the right conditions such as an oxygen enriched environment or alcohol prep solutions, a burst of flames/flash could occur. It was evident during the evaluation that ptfe coating was mostly missing from the distal tip of the electrode, indicating that the tip was extremely hot at the time of the event. It is recommended to use of a damp sponge to remove eschar build up on the tip. The complaint is confirmed as use error.